Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, unexplained power reboots were observed in the black box. No damage was found to the battery compartment. The battery cap was not returned. No moisture/corrosion was observed in the battery compartment. A test battery cap fully attached to the pump, and was used to complete a 24-hour duration test; no power interruptions were duplicated during this time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.